Event description:
At approx 4:00 a.m. On 1/21/95, the pt became acutely distressed. Pt became bradycardic. Nurses were not able to suction through the tube or to bag through the tube due to obstruction. Tube was blocked by secretions.